Manufacturer narrative:
(B)(4): physio-control examined the customer's device and verified the reported failure. Physio observed that a hybrid layer capacitor (hlc) battery, designator bt1, had zero (0) volts which prevented the unit from powering on.the customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device had both a charge-pak and attention icon present on the display. Upon examination of the device, physio observed that all three icons were present (service wrench, charge-pak and attention) on the display and that the unit would no longer power on. There was no known patient use associated with the reported event.